Manufacturer narrative:
Added information to section h6 (device code) and h6 (type of investigation) corrected data in section h6 (type of investigation): 4115 (device discarded) replaces 4117 (device not accessible for testing) updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. One image was received and reviewed. Customer report of calcification was unable to be confirmed through image evaluation. Image showed an explanted valve with what appear to be host tissue overgrowth on the stent circumference at the inflow aspect. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause for svd remains indeterminable, as no patient or procedural factors known to cause or contribute to svd were reported. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance.

Manufacturer narrative:
H11: additional manufacturer narrative. D6a. If implanted, give date: the implant date is known only as "2022". Therefore, (B)(6) 2022 is being used to calculate the minimum implant duration. The device was not returned for evaluation, as the device was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil, a 7300tfx valve implanted in mitral position was explanted after an implant duration of at least two (2) years and six (6) months due to excessive calcific degeneration, which led into stenosis. Per surgeon's opinion, the calcification process was accelerated because the patient was young. A mechanical non-edwards valve was implanted in replacement, and the patient was noted as to be alive.